Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she lost her pump. The customer stated that she was in a car accident and was hospitalized. The customer stated that the reason for the car accident was due to taking about two to three ambiens, not for having high blood glucose, although she stated that her glucose level was high. The customer stated that the police have been notified. No further info was provided.